Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that erythema was observed at the site where the implantable pulse generator (ipg) was situated in the patient. It was also reported that blood samples obtained from the patient were gram positive. The ipg system was explanted and will be replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.